Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was advanced for dilation. However, it was noted that the balloon ruptured during the procedure. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.